Event description:
A patient was admitted for stenting of the left vertebral artery. The target lesion was described as a 90% stenosed, mildly calcified in-stent restenosis (brand and size of previously implanted stent unknown). The vessel was mildly tortuous. A 4.0 x 12mm palmaz genesis stent was advanced to the target site. There was no resistance encountered during advancement of the stent catheter. The stent was deployed; however, the balloon ruptured at 3 atms. The delivery system was removed without difficulty, leaving the slightly deployed stent inside the target lesion. Using a different balloon (brand and size unknown), the stent was fully expanded and good results were achieved.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.